Event description:
The report received from (B)(6) indicated that the patient had a precise 8 x 40 carotid stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. A 6 mm. Angioguard was used. Nine days post-procedure, the patient experienced amaurosis fugax affecting the patient¿s right eye. The onset of the event was sudden. The event was not related to the study device, index procedure or anticoagulation. No intervention or emergency cea surgery was performed. The patient¿s recovery was partial with minor residuals. The duration of the event was unknown. The patient was discharged the day after the procedure. The ostial rica target lesion was reported to be: an 80% stenosis, 4 mm. In length, absent of thrombus, 6 mm. Reference diameter, mildly calcified, and mildly tortuous. The lesion was not pre-dilated. The residual stenosis was 10%.there were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received/adjudication review indicated that the cec committee adjudicated the event reported as cva-minor ipsilateral ischemic/embolic - as procedure and device related - agreed. The event was captured previously as reported by the site as amourosis fugax. A cta done after/day of the event noted an old left frontal infarct and probably old deep right frontal white matter infarct with no acute intracranial findings. The cta also revealed a chrionic occlusion of the left ica and left vertebral artery as well as a patent right carotid stent, patent bilateral opthalmic arteries and the distal lica occuded up to the opthalmiic artery. A MRI done the next day also reported no acute infarct and extensive chronic ischemic changes, volume loss nad occluded lica. As such, there is no change to the file/event as captured.

Manufacturer narrative:
As reported, the patient had a precise 8 x 40 carotid stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. A 6 mm. Angioguard was used. Nine days post-procedure, the patient experienced amaurosis fugax affecting the patient¿s right eye. The onset of the event was sudden. The event was not related to the study device, index procedure or anticoagulation. No intervention or emergency cea surgery was performed. The patient¿s recovery was partial with minor residuals. The duration of the event was unknown. The patient was discharged the day after the procedure. The ostial rica target lesion was reported to be: an 80% stenosis, 4 mm. In length, absent of thrombus, 6 mm. Reference diameter, mildly calcified, and mildly tortuous. The lesion was not pre-dilated. The residual stenosis was 10%.there were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15696716 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The patient's medical history includes: hyperlipidemia, diabetes mellitus, coronary percutaneous revascularization and hypertension. High risk criteria: contralateral carotid occlusion and previous cea recurrent stenosis. Amaurosis fugax is a transient monocular visual loss (i.e., loss of vision in one eye that is not permanent). With respect to embolic and hemodynamic causes, this transient monocular visual loss ultimately occurs due to a temporary reduction in retinal artery, ophthalmic artery, or ciliary artery blood flow, leading to a decrease in retinal circulation which, in turn, causes retinal hypoxia. While, most commonly, emboli causing amaurosis fugax are described as coming from an atherosclerotic carotid artery, any emboli arising from vasculature preceding the retinal artery, ophthalmic artery, or ciliary arteries may cause this transient monocular blindness. Review of the information suggests that patient history such as: contralateral carotid occlusion and previous cea recurrent stenosis, and vessel factors may have contributed to the reported event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.